Event description:
Boston scientific received info that this dextrus lead was explanted two days post implant. The physician reported the lead would not stay fixed due to pt condition and anatomy. No adverse pt effects were reported.